Event description:
A medtronic representative reported that, while in a two-level spine fusion procedure, the surgeon deemed being inaccurate after placing one screw. The surgeon was a first-time imaging system user and reported typically uses a tactile probe, drills a lead-hole, confirms with a feeler probe, then taps for the screw and places the screw. When the surgeon switched to the opposite pedicle, deemed being 1 centimeter inaccurate and opted to discontinue the use of the navigation. A c-arm was used to continue the procedure. There was a 10 minute delay while the surgeon was checking accuracy. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No screws were revised due to the alleged inaccuracy. The first screw placed was in an ideal location and the navigation inaccuracy was discovered before the second screw was placed. The medtronic field rep discussed strategies to improve navigation accuracy and reduce error with the surgeon. The following day, the surgeon performed another navigated o-arm spine procedure with no issues or complaints. The surgeon followed the representative's recommendations about frame placement, repeated accuracy checks, and working toward the frame to ultimately have a successful second case. There was no system checkout performed since the second case showed that there were no calibration issues with the stealthstation, instruments, or the o-arm imaging system.